Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of able to cross the septum. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the faradrive device confirmed that the event of difficult to cross septum is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. The known inherent risk of device cause code was selected based on the information provided within the event description. Cardiac tamponade is an expected procedural complication addressed in the IFU for the faradrive sheath. As such, no further escalation is required.

Event description:
It was reported that cardiac tamponade occurred and the procedure was cancelled. During the pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after transeptal puncture faradrive was not able to cross the septum. Only the dilator reached the left atrium. The patient hospitalization will be prolonged. The product return status is unknown. It was further reported resistance was felt while trying to pass the septum with the faradrive, not when passing the dilator. Versacross j-tip wire was used in the procedure. Pericardiocentesis was performed. The device is not expected to be returning as it was disposed. The patient had a floppy septum. The crossing was attempted three times. The patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac tamponade occurred and the procedure was cancelled. During the pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after transeptal puncture faradrive was not able to cross the septum. Only the dilator reached the left atrium. The patient hospitalization will be prolonged. The product return status is unknown. It was further reported resistance was felt while trying to pass the septum with the faradrive, not when passing the dilator. Versacross j-tip wire was used in the procedure. Pericardiocentesis was performed. The device is not expected to be returning as it was disposed. The patient had a floppy septum. The crossing was attempted three times. The patient has been discharged.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that cardiac tamponade occurred and the procedure was cancelled. During the pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after transeptal puncture faradrive was not able to cross the septum. Only the dilator reached the left atrium. The patient hospitalization will be prolonged. The product return status is unknown.